Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment and was implanted on (B)(6) 2024 in the moderately tortuous left sfa. On repeat angiogram on (B)(6) 2025 it was noted that previously deployed stent was crushed, and the sfa is totally occluded. The patient is now treated medically.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two images and two videos taken from the angiogram were reviewed. The images show a released stent in the proximal segment of the sfa. Away from the most proximal end, geometric distortions of the stent structure are recognizable. The inhomogeneous radiopacity at the distal end of the stent may be suggestive of focal stent compression or elongation. The videos provided show the proximal sfa. There is no clear visibility of the stent, which is good enough to value the state of the adaptation of the stent inside of the vessel. Unfortunately, the quality of the videos is rather poor. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment and was implanted on (B)(6) 2024, in the moderately tortuous left sfa. On repeat angiogram on (B)(6) 2025, it was noted that previously deployed stent was crushed, and the sfa is totally occluded. The patient is now treated medically.